Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. Patient has 1 lead implanted. Lead migrated from t8 down to the bottom of t10. The cause was unknown, patient lives alone so not sure what caused the migration. Reprogramming done on (B)(6) 2021. Pt has follow-up on (B)(6) to discuss if the programming is effective. If programming is not effective and the patient is not doing well. The physician talked with the patient about placing a paddle in place of the lead with a laminotomy. Will know if this will happen after (B)(6) 2021 appt.